Manufacturer narrative:
Additional information: new information received that patient is female, right eye (od) affected, first name of dr. Feng is shu. Fields below updated accordingly: section a3a: sex: female section a3b: gender: cisgender woman/girl section e1: reporter name: first / given name: shu all pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a4, a5: unknown/ not provided. Asku. Section d6b: if explanted, give date: not applicable, as lens remains implanted. Section h3-other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a tecnis eyhance intraocular lens (iol) was fully implanted but was missing about 20% of the haptic. The doctor decided that the iol was stable enough to leave in but they could not find the missing portion on the haptic. No other information was provided.

Manufacturer narrative:
Section d9. Device available for evaluation? Yes. Returned to manufacturer on: jul. 23, 2024. Section h3. Device evaluated manufacturer? Yes. Device evaluation: visual inspection was performed on the suspect product and revealed viscoelastic residue throughout the cartridge, indicating that an adequate amount was used. The lens module was opened and one detached haptic was observed inside. No further issues were observed. No further evaluation was performed. The complaint issue "haptic detached" was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. Conclusion: as a result of the investigation, there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Corrected data: in review, it was noticed that an incorrect catalog # (dib00u0060-12) was inadvertently entered in the section "d4" of the initial MDR report instead of " dib00u0060". Moreover, report in section h6: type of investigation: 4114 code was also incorrect as there was specific information that lens remains implanted. Hence, code will be updated from 4114 to 4117. Those have been corrected in this supplemental MDR report. The following field was updated accordingly: section d4: additional device information: catalog number: dib00u0060. Section h6: adverse event problem: type of investigation: 4117. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.